Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.reference manufacturer number: 2032227-2015-53442.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized for a low blood glucose of 25 mg/dl. The customer's sister had called 911 since the customer was staggering and becoming incoherent. The patient was treated with food and her blood glucose at the time of call was 117 mg/dl. Troubleshooting was initiated for the insulin pump per doctor's request. The drive support cap appeared normal. The customer's priming technique was also found to be correct. No unusual events of recent memory were noted. The displacement test was performed and the pump passed. The doctor was advised that the pump was working as designed, and to monitor the pump and call back if issues persist. No products were shipped or returned.